Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with an adc freestyle libre sensor. Customer reported feeling fatigued and self-presenting to a hospital where the customer obtained a sensor scan reading of 58 mg/dl, compared to a reading of 540 mg/dl obtained on a hospital meter. Customer was treated at the hospital with 12 units of novorapid insulin. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. This also serves as a correction report. (Describe event or problem) was incorrectly documented as "there was no report of death, serious injury, or mistreatment associated with this event". Has been updated.

Event description:
A low readings issue was reported with an adc freestyle libre sensor. Customer reported feeling fatigued and self-presenting to a hospital where the customer obtained a sensor scan reading of 58 mg/dl, compared to a reading of 540 mg/dl obtained on a hospital meter. Customer was treated at the hospital with 12 units of novorapid insulin. There was no report of death or permanent injury associated with this event.